Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to diabetic ketoacidosis with blood glucose of 389 mg/dl. Customer¿s current blood glucose was 262 mg/dl. Customer also and got pancreatitis he was getting no delivery lately. Customer reported that, the event was resolved by changing complete set of infusion and reservoir. Customer treated high blood glucose with shots. Customer wearing the pump at time of hospitalization. Customer declined troubleshooting of the high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump received with the operating currents within spec. And passed the self test, unexpected alarm error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the dat test at 0.08740 inches. No excessive no delivery alarms noted. Pump received with cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.